Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient felt a burning sensation in the vaginal region and lips/labia and anus. She went to her gynecologist and they said it was not an infection. She had tried some creams and vaseline and that helped for a little while. The patient wanted to try turning stimulation off to see if this would help or not. The change in therapy/symptoms was considered gradual that started in (B)(6) 2015. Date of event is approximate. Additional information was later received from the patient. The patient did not know the cause of the burning sensation. She was treated for urinary tract infection and yeast infection but it did not help. The patient also turned the device off for a period of time to get some relief, but is still not 100% rid of the burning of vulva.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who had been doing okay, not wonderful. Since implant, the patient's urinary tract infections (uti) are not as bad and therapy has slowed down some, but they still have utis; they had a lot of them at the beginning, but now it is better. The patient's urologist increased stimulation from 1.7v maybe 1-2 years ago. They thought they were increasing to 1.8v without asking their healthcare provider (hcp) and see what happens because of the frequency. It was almost like the minute they thought they had to go to the bathroom they went before they could even get there; they could barely get to the bathroom. This time, the patient did not notice as bad in the day time, but when they laid down at night, the patient noticed little shocks around the vaginal area. The patient said the feeling went away, but the frequency was not; the patient sensed that they stopped having so much frequency. At first, the patient thought it was working so well and thought it was not going to leave any urine in their bladder; it started working almost immediately. The patient had a little more notice when they had to go to the bathroom, but after increasing, they started waking up every 2-3 hours every night urinating, but not that much; the night problem has happened since the patient increased stimulation. The patient also mentioned that they take a fluid pill, but they have always taken a fluid pill which they take early in the morning. The patient used their patient programmer (pp) on the call and confirmed stimulation is at 1.8v on program 2. As a result of what was reported, the patient was redirected to their hcp to discuss what to do next. It was reviewed that the patient should not increase if they get any uncomfortable stimulation. It was also reviewed to ask the hcp about other programs. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.